Event description:
The customer reported to beckman coulter inc. (Bec) that a clear fluid was leaking from the right side of the coulter lh 750 hematology analyzer. The volume of fluid was 10 mls and the leak was not contained within the instrument. The customer was wearing personal protective equipment. No injuries were sustained by any lab personnel. There are no reports of erroneous results or adverse patient events. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The fse found the clear fluid leak was caused by the lower sheath restrictor that had come off the y fitting on the sheath tank side. The fse replaced the lower sheath restrictor. The fse ran a cassette of samples and no other fluid leaks of any type were found and the reported leak was fixed. (B)(4).